Event description:
Customer reports to have experienced air bubbles at the bottom of two black rings. Customer's blood glucose was 107 mg/dl. After troubleshoot, customer was able to resolve issue. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).